Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) via company representative regarding a patient receiving saline from their pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the pump had been filled with saline on (B)(6) 2012 and had not been used for therapy since. On (B)(6) 2016 the patient was in the hospital a procedure unrelated to the pump when a pump alarm was heard. The pump logs were checked and the pump was at end of service (eos) and low battery reset had occurred multiple times on the day of the report. The pump had been updated to silence the alarms. No patient symptoms were reported. On (B)(6) 2016 the rep reported that they had been asked by the hcp to help figure out what was going on. The pump was filled with saline in 2012 and the exact reason was unknown other than the patient had moved and had nobody to manage the pump. The pump was turned off because it was at eos.